Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with trellis 6 80 x 10. The customer states the trellis device was prepped according to the IFU. It was then inserted into the pt's upper extremity. The physician then tried to inflate the proximal balloon. However, it would not inflate.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.